Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump shut off unexpectedly. Reportedly, the pump would not turn on when plugged into a power source. A replacement pump was sent to the customer. Customer¿s blood glucose level was 130 mg/dl. Reportedly, the customer would use a back up insulin pump to resume insulin therapy.